Event description:
It was reported that shaft hole occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced over non-boston scientific guidewire for dilation. During the procedure, the shaft kinked and the wire broke through the wire lumen causing a pinhole on the shaft. The device was removed without any problems, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
H6 evaluation conclusion codes: updated from adverse event related to procedure, d1002 to adverse event related to patient condition, d1001.

Event description:
It was reported that shaft hole occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced over non-boston scientific guidewire for dilation. During the procedure, the shaft kinked and the wire broke through the wire lumen causing a pinhole on the shaft. The device was removed without any problems, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event.